Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The field service engineer (fse) found that the c drive had very little available space, located and deleted several log files. A technical support specialist (tss) cleared additional space from the sqldump folder, increasing available space on the station to 14 gb. The tss attempted to shrink the database, which was bloated to 10 gb, but could not reduce it further. The tss verified that the upload status was current and then performed a full synchronization, which reduced the database size to 1.5 gb and resolved the issue. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and displayed a notification indicating that the station did not have enough disk space. The customer had restarted the device several times, but it still failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.